Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 5. The patient was connected at the time of the alarm. The technical service representative (tsr) was unable to determine the cause of the se through troubleshooting. The tsr had cg close all the clamps to bags/patient line/transfer set and cycle power off and on to clear the alarm. The tsr advised the cg to dispose of current supplies attached and either continue with all new supplies, or use manual bags. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.